Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4). This report captures the third device reported as broken. The additional reported event are captured in the following medwatch reports: 3011649314-2026-00121, 3011649314-2026-00272, 3011649314-2026-00343.

Event description:
During a follow-up communication on (B)(6) 2026 with dr. (B)(6) for the initial complaint (reference (B)(4), he reported that there was a total of four broken silent nite devices for his 59-year-old female patient. It is unknown where the events occurred. Date of the reported breakage was noted as (B)(6) 2025, (B)(6) 2026. Three of the devices have been reported as returned and one is pending return. Requests for additional information were made, however, the reporting doctor stated that the information was not available.

Manufacturer narrative:
Additional information: d4. Manufacturer reference #: (B)(4). The additional reported event are captured in the following medwatch reports: 3011649314-2026-00121, 3011649314-2026-00272, 3011649314-2026-00343.